Event description:
It was reported to philips that psc service mode failed to start, requiring software reinstallation on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Software updated; system calibrated and operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).